Event description:
The post on the tibial insert was sheared and found intact. There was burnishing, pitting and decolonization of the weight bearing portion of the insert. An 11mm ultra-congruent was implanted.